Event description:
Pt admitted for hysterectomy. After pt had been extubated, as was waking up, strap holding legs in place on or table came loose; pt fell to floor. Top clip on metal hook on strap was not present. Pt was apparently moving around when strap came off. Anesthetist was standing by table and partially broke fall. 36 hours post incident, pt. Dx. With lacerated spleen; transferred to iccu for monitoring. Pt discharged.